Manufacturer narrative:
Device return: one opened packaged/unused 42500-04 transpac IV trifurcated safeset kit lot# 3264103; four (4) packaged 42500-04 transpac IV trifurcated safeset kit lot#3264103; two used 42500-04 partial segments (consisting of three transducer sub assy) . Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to stimulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path in five of the returned complaint samples (transpac assy sections). Additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. On august 18th, 2016 ICU medical inc. Initiated a voluntarily us FDA recall of the affected devices.

Event description:
Complaint received reporting issues with two 42500-04 transpac IV trifurcated safeset kits. The initial information received reports ".. Crna pulled back on the safeset syringe, large amounts of air entered the system. ... Changed out the transducer portion and continued w/o a re-occurrence. This was the 2nd incident, the entry point for the air was not identified.". In each of the two occurrences the device (segment) was removed and replaced with no further problems encountered. There were no reported patient injuries and or adverse patient consequences.

Manufacturer narrative:
Device return: one opened packaged/unused 42500-04 transpac IV trifurcated safeset kit lot# 3264103; four (4) packaged 42500-04 transpac IV trifurcated safeset kit lot#3264103; two used 42500-04 partial segments (consisting of three transducer sub assy) . Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to stimulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path in five of the returned complaint samples (transpac assy sections). Additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. Additional investigations and evaluations are in progress.

Event description:
Complaint received reporting issues with two 42500-04 transpac IV trifurcated safeset kits. The initial information received reports "crna pulled back on the safeset syringe, large amounts of air entered the system. Changed out the transducer portion and continued w/o a re-occurrence. This was the 2nd incident, the entry point for the air was not identified." In each of the two occurrences the device (segment) was removed and replaced with no further problems encountered. There were no reported patient injuries and/or adverse patient consequences.